Manufacturer narrative:
If implanted/explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the product was returned for investigation with a note on the package stating: ¿no patient contact and lens damaged.¿ in the package was a wheel case in an open pouch, an implant notification card and some labels. The wheel case was placed in the pouch with the identification label facing downward. The label could not be seen. This indicates that the lens case was taken out of the inner pouch. The iol was on the outside of the daisy wheel. The product was inspected by a qualified final inspection operator using 12x magnification. There were some scratches in the center of the iol, but no other anomalies. Investigation of the returned sample and the condition of the return sample do not suggest the scratches were introduced during manufacturing. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not inside the normal container area, and it seemed glued to the back of the iol container. The issue was noticed when removing the iol from the packaging. There was no patient contact. Additional information was received with the product return indicating that the iol was damaged. The returned iol was inspected and was observed to be scratched. No additional information was provided to abbott medical optics.